Event description:
A hospital in (B)(6) reported via our distributor that the breathing circuit heater wire on an rt202 adult breathing circuit was electrically open circuit within 24 hours. The humidifier's heater wire alarm sounded. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was higher than the allowable limit. A point of high resistance was located in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other similar complaints for this lot number. Conclusion: higher resistance in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the electrical resistance of the heater wire increased post production, possibly as a result of a weak crimp connection. (B)(4).